Event description:
The pump was alarming. Telemetry had not yet been performed. The patient was supposed to have had the pump refilled the week prior, but the doctor called him and told him that they didn¿t have the meds. The patient was concerned. The reporter and the patient were hearing a single-toned alarm every hour. The pump was delivering baclofen. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).